Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that she stopped wearing the insulin pump yesterday because she did not have any insulin to use either needles for her back up shots. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.